Manufacturer narrative:
Zoll medical canada has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing and ECG monitoring testing without duplicating the report. The defib receptacle and multifunction cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.